Event description:
The pt was revised because of a loose cup. The pt fell shortly after the original surgery and the cup did not ingrow.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specs or contributed to the reported problem. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.